Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered.  Vascular access was obtained via femoral artery. The target lesion was located in the highly calcified left anterior descending artery. A 3.00x16mm promus premier¿ stent was selected to treat the lesion; however, it was noted that the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the distal end of the crimped stent were distorted, deformed and lifted upwards from the stent profile. This type of damage is consistent with resistance being encountered while attempting to advance the device. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of shaft polymer extrusion profile found a mid-shaft kink distal to the distal edge of the mid-shaft bond. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).